Event description:
A customer contacted physio-control to report a non-critical issue with the device. Upon inspection, physio observed that the battery charge of the device did not retain and suddenly dropped from 50% to 0 during use. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control product analysis center (pac) further evaluated the device and verified the reported issue through a review of the device log. A cause of the reported issue could not be verified.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic record was downloaded and reviewed. It was observed that the device's battery life depleted from half to 0 suddenly on (B)(6) 2021. The customer will be provided with a replacement device.

Event description:
A customer contacted physio-control to report a non-critical issue with the device. Upon inspection, physio observed that the battery charge of the device did not retain and suddenly dropped from 50% to 0 during use. There were no reports of patient use associated with the reported event.